Event description:
It was reported that this right ventricular (rv) defibrillation lead exhibited a gradual increase in shock impedance measurements up to greater than 125 ohms. Boston scientific technical services (ts) discussed possible causes as well as programming options. No adverse patient effects were reported. The lead remains in service.